Manufacturer narrative:
Continued e1 (email address): (B)(6). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected (histopathological markers not reported).

Event description:
Healthcare professional reported "a case of bia-alcl". Histopathological markers cd30+ and alk- have not been received. The device has been explanted. This record relates to an unknown side.